Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was unable to achieve adequate flow on extracorporeal membrane oxygenation (ECMO) or the left ventricular assist device (lvad). This progressed to asystole with profound hypertension and the patient ultimately passed away on (B)(6) 2022. It was additionally reported that the device operated as expected and the patient's death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct relationship between the device and the reported hypotension and patient outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review, and a direct cause for the reported event could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU, rev. C is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system, including death. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The IFU includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that the patient progressed to asystole with profound hypotension.